Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the display not working. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement reported.